Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 47.7 cm was returned for analysis. Internal insulation abrasion was noted at 6.5-8.3 cm and 13.5-14.1 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that patient presented in clinic for follow up. Lead exhibited a rise in pacing lead impedance since previous device changeout. Stored egms noted noise. Fluoroscopy revealed externalized conductors. Patient was asymptomatic. Lead was explanted and replaced with a non-sjm product.